Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure "e315" was not confirmed., meanwhile, the customer failure "e226" was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e226 (scope communication error) occurs. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found during inspection for use.

Event description:
It was reported the gastrointestinal videoscope had an e315 and e226 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.